Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The balloon device was not returned for evaluation since there was no report of alatus plus balloon malfunction or performance issue. The customer's reported event description of patient bleeding cannot be confirmed given the patient centric nature of this serious adverse event (sae). There was no report of alatus plus balloon malfunction or performance issue, i.e. Device did not leak, therefore, the balloon device was not retained for return/evaluation. This was supported by the physician statement that the balloon device had nothing to do with the patient's bleeding from the vagina. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use (IFU, 0900776) is provided with this balloon device and contains the following statements: indications for use the alatus + vaginal balloon packing system is a single use, non-sterile, disposable, flexible, inflatable, non-powered positioning device, intended to be used on a daily treatment basis for the temporary positioning of the vaginal wall and adjacent structural anatomies. The purpose of the device is to displace and stabilize the vaginal wall during computed tomography (CT) exam, x-ray, or radiation treatment (rt) therapy. The placement of the balloon requires a physician or physician directed healthcare professional, and it is performed as a separate procedure outside of the standard (CT) exam and (rt) treatment. This device is not intended to be inserted into the uterine cavity. Contraindications: vaginitis. Excessive vaginal bleeding. Any standard exclusionary criteria recognized for vaginal devices. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manage reported an issue with a alatus plus vaginal balloon packing system kit during a case in which he was in attendance. The tm provided the following timeline of events: · the case start time was around 11:30 - 12pm-ish. · dr spierer walked me to the procedure room to begin the procedure. · dr. (B)(6) gowned and gloved and began setting up her tools needed from the instrument tray. · time-out performed and all team members in room verbalized agreement. · the patient was positioned in lithotomy position by the rn and or staff and legs put into stirrups. · speculum placed in patient's vagina and or lights positioned for viewing. · tandem was gently inserted into the patient's vagina. · alatus balloon was opened by the rn/circulator onto the "sterile" field. · the alatus balloon was gently inserted and then connected to the tandem instrument. · once instruments/devices were placed, the patient was taken out of lithotomy position in preparation for transport to MRI room for a scan to confirm accurate placement. · the patient transfer mattress was inflated, and the patient moved to hospital bed. · the patient and or team then transferred patient with tandem/ovoid's and balloon's in patient and wheeled patient to MRI room. · the patient cot was wheeled up to the MRI table and the transfer mattress was inflated. The patient was transferred to an MRI table. Cott was temporarily placed outside room in usual fashion. · the MRI scan was performed. · dr. (B)(6) visualized scan and verbally confirmed her satisfaction with tandem/ovoid's and balloon placement. · she called in another physician with (green shirt) to also visualize the placement and both agreed that placement was good. · dr. (B)(6) then mentioned something about wanting to slightly reposition the tandem/ovoid's as it was slightly off to one side or the other. · she went back to the patient's bed side and began to deflate the balloon device and remove the tandem instrument in preparation for tandem/ovoid re-positioning. · as soon as dr. (B)(6) . Removed both the tandem/ovoid's and balloons, the patient began to bleed out of her vagina. · the bleeding began to increase. · rn/circulator then ran back to the procedure room to get the instrument table. · dr. (B)(6) then bunched up a blue towel and placed in patient's vagina and held pressure. · or team grabbed a lighted speculum and suction to examine where bleeding was coming from. · dr. Spierer could not get a good view on MRI table, transferred patient back to cot and frog legged patient to better investigate bleedings point of origin. · dr. (B)(6) had rn take her phone and called for a gyn, (I believe) and asked him to come right away. The gyn showed up almost immediately. · it was determined that the patient needed to go to the or for a more thorough examination. · at this point, I was no longer needed and, in the way, so I decided to leave. · upon leaving I had a brief chat with dr. (B)(6) and alanna to tell them I was leaving and to thank them. They assured me that it had nothing to do with my device. In fact, they both mentioned that the balloon device helped the situation by creating a tamponade effect on the area of bleeding. · dr. (B)(6) mentioned that it most likely is her existing tumor and/or fragile vaginal lining from her existing condition. · it was also mentioned by dr. Spierer that the patient was very small in size and also, her vagina was very small and tight. This did cause a little challenge for instrument placement, access, ect.

Manufacturer narrative:
New information e! Reference (B)(4)